Manufacturer narrative:
This supplemental report is being submitted to provide additional information on the subject devices' evaluation; see updated section h6. During the device evaluation by olympus, it was noted that the reportable malfunction of the kink protection component on the cable unit was defective. Additionally, the coupler unit was damaged, causing the scope to not be attached smoothly, the image to not be displayed, and the watertightness to be lost.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely the image did not display due to damage of the cable unit. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that this allegation was confirmed. Additional issues were identified during the device evaluation: air/water leakage, a problem with the scope connection, and the cable having an abnormal appearance. The investigation is ongoing, and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the high-definition camera head displayed an abnormal appearance. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the image did not appear on the device. This report is intended to document the reportable malfunction of no image found during estimation.